Manufacturer narrative:
Continued: (B)(4).

Event description:
The user facility contacted pentax medical customer service and reported a "brush stuck/broken in channel " on (B)(6) 2020, involving the pentax medical video gastroscope, model eg-2990i, serial number (B)(4). The loaner video gastroscope was received by pentax medical for evaluation on (B)(6) 2020. During evaluation by the pai service technician they confirmed the customers complaint and documented on (B)(6) 2020 that there was an "accessory stuck in primary operation channel" as well as the following: passed dry leak test, suction tube resistance, passed wet leak test. On 06-aug-2020, the customer responded to good faith efforts via email stating that they became aware of the failure during the pre-inspection check prior to the procedure. At this time the identification of the stuck brush is unknown. Pentax medical video gastroscope, model eg-2990i, serial number (B)(4), has been routinely serviced at a pentax facility since the device was put into service on (B)(6) 2013. The endoscope repair and investigation are in-process.